Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device review, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The unit was not producing a display due to a faulty printed circuit board. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Though the condition of the subject device and the investigation results could not determine a definitive root cause for the reported failure ¿ it is believed that fatigue and component failure may have caused the event. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the video system center liquid crystal display screen is blank. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.